Event description:
According to the reporter: multiple patients returned to the outpatient oncology center with complaints of open area at the insertion port site approximately one week after the initial procedure. Nine patients were affected over a 30 day period. Affected patients were both male and female. The size of the wound openings varied: some physicians reported small openings and others reported larger openings such hat the catheter below the incision could be visualized. All had wounds that were red/irritated. Some patients had drainage from the wound site; others did not. Some patients required medical intervention including additional medications and one patient returned to surgery.

Manufacturer narrative:
(B)(4).